Manufacturer narrative:
This follow-up report is being filed to relay that the complaint associated with patient (B)(4) is a duplicate of the complaint associated with patient (B)(4). (B)(4) and associated medwatch will be closed as a duplicate and any additional information will be assessed on (B)(4).

Event description:
Surgeon's legal counsel reported that the patient underwent total hip arthroplasty on an unknown date. Legal counsel further reported that the patient underwent a revision procedure on an unknown date due to infiltration linfoplasmacellare caused by third body or reaction to the metal. This report is based on allegations contained in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.